Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited premature battery depletion, high lead impedance, no output on the ventricular channel, high current drain and noise with auto mode switch episodes. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Final analysis found a discrepant integrated circuit which caused the reported complaints from the field. It was noted that the device had been exposed to cold temperatures prior to its return. (B)(4).